Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer would not shut unless it was forcefully slammed closed. The field service engineer (fse) inspected the back of auxiliary drawer 2.2, the fse observed that the latch mount was hanging off. The holes for two of the screws securing the mount were worn out. The mount was secured back in place using the one remaining functional screw hole. The drawer required replacement but was able to function in the meantime. The fse also replaced the module controller because the latch sensor had been yanked off the board, causing damage to the board¿s connector. The drawer functioned properly in the medication application after the repairs were completed. The device was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.2 failed to close properly and required slamming to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.